Event description:
It was reported that the implant broke on insertion. Half of the implant remained seated, removed broken half. The physician attempted to insert a different tenodesis screw, an ar-1540bc on top of broken fragment, but it would not seat. It was removed. Physician added a competitor's button under the foot for secondary fixation. Post tibial tendon transfer.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The complaint was confirmed. Proximal section returned measures about 35% of the original size. As bone prep, bone quality, and tendon size were not reported a definitive cause for the complainant's event is unknown. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.